Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_ext, serial# unknown, product type: extension. (B)(4).

Event description:
It was noted a similar issue with an early implant (1996 ish) where the excess extension lead was coiled and picked up the programmer. See manufacturer's report # 3004209178-2014-02712.